Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap, fold creases, wear abrasion, curved opening. The leak test and microscopic analysis was performed which identified: two curved sharp openings on posterior side in the same location of crease assessed as fold flaw opening, a punctured on posterior side assessed as surgical damage like, broken plug strap with sharp edge assessed as unidentified(tear) opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved crease sharp openings assessed as fold flaw opening. A punctured assessed as surgical damage like. Broken plug strap with sharp edge assessed as unidentified(tear) opening. Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7, g1, h6.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. Device remains explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. Device remains implanted.